Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, the clip ultimately deployed open. The clip was removed, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150201captures the reportable event of clip that falls into a patient in an open state during an egd at an unknown location. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown.